Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and download history revealed multiple call service alarms recorded. The battery cap returned with the pump for investigation was intact without damage and fit on the pump securely. The pump powered on and emitted a call service alarm. The pump was opened for investigation and revealed a single component failure on the printed circuit board, triggering the call service alarm. The component was replaced and the pump was able to power on and operated without further call service alarms. Unrelated to the original complaint, the battery compartment was noted to be cracked and he display was found to be dime and faded.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: call service alarm, cracked battery compartment and a dim, faded display.